Manufacturer narrative:
H3: the pounce arterial device was returned for anlaysis. Analysis confirmed the reported issue. The funnel with the baskets were still on the basket wire. The funnel and basket wire were cut just proximal to the funnel braid bond and funnel shaft. The remaining funnel shaft was still in the funnel catheter. The funnel shaft appeared to have fracture within the device handle. There was clumps of highly organized clot dried within the funnel and attached to the baskets.

Event description:
The pounce arterial mid-profile (mp) device was used during a peripheral thrombectomy procedure via left femoral artery access to treat thrombus extending from the right proximal superficial femoral artery (sfa) through the distal sfa into the popliteal artery, estimated at approximately 50-60 cm in length. The physician had not previously used the pounce system and had not received formal in-service training prior to this case. During the first thrombectomy pass, resistance was encountered and the funnel catheter and baskets became entrapped within a 7 fr, 55 cm sheath. Attempts were made to withdraw the device and sheath en bloc; however, separation of the funnel catheter shaft in the device handle occurred. The issue was reported to the manufacturer representative after these events had already occurred. Clot overburden was suspected as the physician tried to remove the entire clot with one pass. No further troubleshooting maneuvers such as aspiration, reverse loading, or controlled rotation were attempted prior to escalation. Surgical intervention was required, including a right femoral arterial cutdown for device retrieval. All components were removed, and the procedure was completed using fogarty embolectomy, followed by surgical repair of the right femoral access and percutaneous closure of the left access site. The total procedural delay was approximately 90 minutes. No additional patient complications were reported.